Event description:
In 2007: the p7.2 catheter was placed via the right access to drain hepatic abscess. Six days later: the catheter was removed due to insufficient drainage, and the new catheter (in question) was placed. The next month: the attending physician removed the catheter by pulling it without applying an excessive force. At this time, it was revealed the tip of the catheter had separated. Information was provided that the physician made a few sideholes in the catheter material. The fragmented tip was not removed from the pt and six days following, the pt died of a primary disease, bile duct cancer.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. However, based on the information provided that the tubing was altered by the physician, this could have weakened the catheter material, causing separation during removal.